Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead; dislodged and was repositioned without incident. No adverse patient effects were reported. Lead remains in service.